Manufacturer narrative:
The instrument was returned to isi and evaluated. Failure analysis (fa) confirmed the customer reported complaint of the blade hanging out and the sealing issue. The instrument was found to have a dislodged blade outside of the blade garage. No conductor wire damage or snake wrist damage was found. There was little bio debris found at the instrument's tip. After manually placing the blade in the track, the instrument passed a self-check test on an in-house da vinci system. In order to test the sealing function, the instrument underwent electrical continuity test, energy activation test, grip force test, and an electrode gap test. All tests passed except for the electrode gap test, which likely contributed to the alleged energy activation/sealing related issues. A review of the site's system logs with a procedure date of (B)(6) 2015 confirmed that system error code 32001 occurred one time during the surgical procedure. A system error code 32001 indicates that the cutting blade of the endowrist one vessel sealer instrument cannot be retracted and may be exposed. The reported exposed blade is not considered a reportable event because the system appropriately provided a warning message to advise the user to remove the instrument. However, this complaint is being reported because the endowrist one vessel sealer instrument allegedly did not adequately seal, which led to bleeding (25-50 cc). There was no evidence that the isi device caused or contributed to an adverse event since the patient's reported injury does not meet the criteria of a serious injury.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the patient experienced bleeding after the surgeon attempted to cut a vessel with the endowrist one vessel sealer instrument. While performing the cut function, the blade of the instrument became dislodged and the blade allegedly cut the patient which caused bleeding. The surgeon was able to stop the bleeding. The surgical staff replaced the endowrist one vessel sealer instrument and the surgical procedure was completed. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon alleged that the bleeding experienced by the patient was the result of inadequate sealing of the endowrist one vessel sealer instrument. The surgeon was able to seal with the endowrist one vessel sealer instrument and without any issues while isolating the inferior mesenteric artery (ima). During the sealing of the ima, the surgeon recalled hearing the audible tones indicating that the sealing was complete. While sealing, there were no reported error messages. The surgeon could not remember if he saw any tissue effect while sealing or if the sealing cycle was longer or shorter than normal. He also could not remember the diameter of the ima. The surgeon stated that the ima was not calcified. After sealing, the surgeon performed the cut function with the endowrist one vessel sealer instrument and immediately got a blade exposed message. The surgeon opened the jaws of the instrument and saw bleeding. The surgeon used an unspecified grasper instrument to control the bleeding. A surgical staff member then successfully applied a clip on the ima using an unspecified laparoscopic instrument. The surgical staff then replaced the endowrist one vessel sealer instrument. The surgeon was able to successfully seal and cut the ima with the replacement endowrist one vessel sealer instrument. The da vinci-assisted low anterior resection procedure was completed with no reported post-operative complications. According to the surgeon, the estimated blood loss from the surgical procedure was 25-50 cc.